Event description:
It was reported that stent thrombosis occurred. The 99% stenosed and hazy target lesion was located in the left anterior descending artery (lad). A 3.50x24mm rebel stent was successfully implanted and it was noted that the stent was well positioned and apposed in the lesion. Angiomax and plavix were given throughout the procedure. The same day the patient experienced chest pain and an st elevated myocardial infarction. Thrombosis was detected in the lad and a non-compliant balloon was inflated in the lesion followed by re-stenting with an unspecified stent. It was noted that treatment was successful with no additional patient complications reported. The patient¿s current condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).